Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00357 and # 9616099-2013-00358.

Event description:
The report received from the affiliate indicated that during treatment of an occluded (unknown) wall stent in a subclavian dialysis shunt, a powerflex pro 12 x 40 bc (bc#1) burst at approximately six (6) atmospheres (atm.). It was impossible to retrieve the balloon through the unknown sheath, so the whole system, including the sheath and the powerflex pro balloon 12 x 40, had to be recovered and the vessel had to be sutured. No vessel incision necessary. A photo is available. No patient consequences have been reported. The event occurred after pre-dilation with a non-cordis 5 mm. Balloon catheter and after additional dilation/gradual extension with a powerflex pro 9 x 40 balloon catheter (bc). Another powerflex pro 12 x 40 bc (bc#2) burst circularly at four (4) atm. There was no problem noted with either device during preparation. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that during treatment of an occluded (unknown) wall stent in a subclavian dialysis shunt, a powerflex pro 12mm x 40mm bc burst at approximately 6 atmospheres (atm.) It was impossible to retrieve the balloon through the unknown sheath, so the whole system, including the sheath and the powerflex pro balloon 12 x 40, had to be recovered and the vessel had to be sutured. No vessel incision was necessary; however upon retrieval, vessel damage occurred and the access site required suturing. The event occurred after pre-dilation with a non-cordis 5 mm balloon catheter and after additional dilation/gradual extension with a powerflex pro 9 x 40 balloon catheter. Another powerflex pro 12 x 40 bc (bc#2) burst circularly at four (4) atm. There was no problem noted with either device during preparation. It was not known how many times the balloon catheters were inflated prior to bursting. No additional target lesion characteristic information was available. There was no reported difficulty tracking the balloon catheters through the vasculature or crossing the lesion. The 12 x 40 bc that burst circularly was not able to be withdrawn through the sheath. It was not known if a guiding catheter was used for the procedure. It was reported that a hole was made into the wall of the vein that necessitated a suture to be placed. The access site for the procedure was unknown. Fal for pi: (B)(4) - one non sterile catheter powerflexpro 12mmx4cm 80 was received coiled inside a plastic bag. The balloon was separated in two pieces, no other damages were noted. A leak test could not be performed due to the balloon condition. The balloon external surface exhibited evidence of scratching. The inner surface presented no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. Sem analysis showed a radial burst approximately 30mm from the distal end with the balloon external surface exhibiting evidence of scratching. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed through failure analysis, the exact cause for the events could not be determined. With the limited information available it is not possible to determine an exact cause for the events; however there are procedural and/or lesion characteristics may have contributed to the difficulties reported by the customer. Controls are in place to prevent defective balloons from leaving the facility and the device history report review did not identify any anomalies that could be associated with the events; therefore no corrective actions will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00357 and # 9616099-2013-00358.